Manufacturer narrative:
It was reported by the patient that the controller does not recognize any power source one of the controller power ports. The controller was exchanged and returned to the manufacturer for evaluation. There were no impact or consequences to the patient reported as a result of this event. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was not confirmed or duplicated. Analysis of controller (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. It was noted that both ports performed proper mating and locking action when a power source is connected. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. The device was related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the reported event cannot be conclusively determined since the device operated per specifications. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Additionally, the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. . (B)(4).

Event description:
It was reported by the patient that the controller does not recognize any power source on one of the controller power ports. The controller was exchanged and returned to the manufacturer for evaluation. There were no impact or consequences to the patient reported as a result of this event.